Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform 5.2 cm diameter abdominal aortic aneurysm approximately 25 months ago. The aortic neck was 23 mm in diameter proximally, 22 mm distally and 18 mm in length. The iliac arteries were 11 mm in diameter bilaterally and the femoral arteries were 8 mm in diameter. Both iliac arteries were severely tortuous with 20% stenosis resulting in access difficulty at the time of implant. It was reported that during the index procedure there were access difficulties due to kinking within the iliac artery. A routine follow-up x-ray approximately one year ago showed kinking in the main body of the stent graft and incomplete overlap of the iliac limb extensions on the left side. It was noted that there was no evidence of endoleak. No secondary intervention was performed and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft kink); patient's condition affected effectiveness of device (tortuous iliac arteries). Conclusions: device failure/lack of effectiveness related to patient condition (tortuous iliac arteries).